Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. No unexpected the hardware rtc date and time disagrees with the software maintained date and time error, the motor processor did not report the pumps stroke as finished in reasonable time error or inter processor communication error alarm noted. However, hardware low level failures error confirmed in the device history due to software error. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the patient experienced hyperglycemia and also the insulin pump had multiple insulin pump error alarms. The customer's blood glucose level was 25.8 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The displacement verification test performed was ok and the self-test performed was passed. The customer stated that they performed the high performance test and it failed. The customer reported that the customer checked the blood glucose value again after 40 minutes of giving off a bolus; however, the blood glucose was unchanged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.